Manufacturer narrative:
The syringe in question works fine as a stand alone product. The prodigy syringe does not work in correlation with the count-a-dose product. The box is labeled to use with a bd syringe. Unfortunately, the insert in the box states you can use it with a prodigy syringe 50 unit (1/2 cc). It is unclear what type of prodigy syringe the patient used, but if he chose the prodigy syringe at all the insulin dose would not be as accurate. The patient did not provide a phone number to contact him. A letter went out to the patient asking for contact and requesting all product in question to be returned for evaluation. As of (B)(4) 2011 we have not heard from the patient. As of (B)(4) 2011 (B)(4) has been unable to obtain a signature for delivery. The logs for the customer care center were reviewed and no call came from a (B)(6) or any complaint referencing the count-a-dose during the (B)(6) 2011 time frame. Corrective action - sent out postcards to end-users of the count-a-dose product to remind them to only use the bd syringe. Correction of literature and audio cd to only mention the bd syringe. (B)(6) called at 16:28 on (B)(6) 2011. (B)(6) expressed he had no idea of what this was referring to. He felt as though it was a case of mistaken identity. He also expressed he has a count-a-dose but didn't know what we were talking about. He doesn't know about any complaint from him personally, (B)(4). (B)(6). In reviewing all information there does not seem to be an issue from this person but prodigy researched the information and moved forward with making the necessary corrections to avoid any potential injuries.

Event description:
Per maude event report, the patient has just purchased the count-a-dose from prodigy diabetes care, (B)(4) to measure insulin, his wife noticed that it was pulling more insulin than it said on the syringe, he was trying to pull 35 units. Patient was using a prodigy syringe like the box said, but when he called into customer service to find out why this issue was happening, they explained that the instructions said a prodigy syringe was okay, they said they changed it because the prodigy syringe did not work with the counter-a-dose. The patient explained he was very insulin dependent and sensitive to minor changes in insulin and this could have led to something serious. The patient expressed if they had to change the syringe that is used they should let everyone know about this change.